Event description:
Caller states the patient tested hi (greater than 600 mg/dl) via venous sample obtained from an arm used to administer dextrose 10% IV. The patient subsequently tested 51 mg/dl and 68 mg/dl via capillary samples. All results were obtained on the inform ii system, within 10 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer stated the test strips were all used and not available for return.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.